Event description:
It was reported that the patient had experienced an increase in seizures which did lead to them getting admitted to the hospital the same day. The patient also had another seizure while hospitalized. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later, the physician provided a response to manufacturer's outreach attempts. It was reported that the vns was functioning as intended. The cause of the increase in seizures was noted to "other"- the patient was noted to have pneumonia/fever (no indication to be caused by vns). The patient was noted to have an increase in seizure and a decreased threshold.